Event description:
The initial reporter received questionable ise indirect na results for three patient samples tested on the cobas 6000 c501 (ul) v. The initial results were reported outside of the laboratory. The reporter stated they also received an ion-selective electrode (ise) noise alarm/error. Two patient samples were also rerun on their other c 501. Sample 39481353: the initial sodium result from the module was 163 mmol/l. The repeat result from the module was 137 mmol/l. Sample 39475738: the initial sodium result from the module was 163 mmol/l. The first repeat result from the module was 141 mmol/l. The second repeat result from the other module was 145 mmol/l. Sample (B)(6): the initial sodium result from the module was 163 mmol/l. The first repeat result from the module was 147 mmol/l. The second repeat result from the other module was 145 mmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The field service engineer (fse) verified that there was an ise noise alarm. He inspected the module and found that the ise assembly was applying pressure to the properly lock electrodes. He then ran ise checks and found that the noise was on the na electrode only. He then replaced the na electrode. He ran an ise cleaning rack and an ise activator. He performed 100 ise checks and there were no ise noise errors noted. The customer performed ise calibration and qc with failed results. The customer then recalibrated using fresh calibrators and reran qc using new qc materials. The results were successful.

Manufacturer narrative:
After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.